Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had lost stimulation. It was also reported the ipg could no longer communicate with the charger and programmer. An sjm rep attempted to troubleshoot the issue but was unsuccessful. As a result, the pt's ipg was explanted and replaced.